Event description:
Received a report that the machine failed to boot and that the return line air detector (rlad) failed and that the first rlad replaced was an out of box failure at the customer site in (B)(6). The return line air detector issue was discovered during checkout of the machine following replacement of the hard drive due to the reported boot failure. No pt was connected and therefore no pt info is reasonably known at the time of the event. When the device fails to boot all power is disabled to the centrifuge, pumps, valves, and door lock. A pt cannot be connected nor can fluid be drawn or returned to the donor or pt in this safe state. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: an optia hard drive was received. Visual insp revealed no anomalies. Caridianbct engineering was able to duplicate the reported problem. The test bed with the returned hard drive installed failed to boot. Two rlad assemblies were received. Visual insp revealed no anomalies. They both failed functional tests. Caridianbct engineering was able to duplicate the reported problem. Both rlads replaced would only read fluid and would not detect air. Troubleshooting the issue with global technical support confirmed that the hard disk stopped in the boot sequence and indicated the rlad was always detecting air. An optia control stack was also returned. No problems were found in the eval of the control stack. A review of the DHR for this unit showed no irregularities during mfg that were relevant to this issue. Root cause: defective hard drive and defective rlad. Potential causes include loose electrical connections, a defective hard drive and a defective power supply for the boot failure, and include the operator spiking the bag too soon, a defective return line air detector, a defective upper user strobe cca and a defective control stack for the rlad issue. Corrective action: the svc tech replaced the rlad, experienced an out of box failure and replaced the rlad a second time. This report was filed beyond the 30-day time frame due to an internal process error. The process has been corrected to prevent recurrence. A review of older records with this failure mode was conducted and no add¿l events that were not previously reported were found.